Manufacturer narrative:
Corrected field h10: upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/body fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 190 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noise and high pacing impedance values were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. An in office evaluation was performed and high out of range pace impedance measurements were observed. The physician reprogrammed from bipolar to unipolar configuration, however, noise was still present. A revision procedure was performed and a lead fracture was confirmed. This lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. An in office evaluation was performed and high out of range pace impedance measurements were observed. The physician reprogrammed from bipolar to unipolar configuration, however, noise was still present. A revision procedure was performed and a lead fracture was confirmed. This lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. An in office evaluation was performed and high out of range pace impedance measurements were observed. The physician reprogrammed from bipolar to unipolar configuration, however, noise was still present. A revision procedure was performed and a lead fracture was confirmed. This lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured 190 mm from the terminal end. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.